Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (failed a pulse test) was confirmed. Upon investigation, the monitor intermittently failed a pulse test. The cause for the intermittent failure was isolated to contamination inside of the monitor on the j1002 and j1003 connectors on the defib pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test.